Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user had a hyperglycemic episode reaching 400 mg/dl blood glucose (bg). A supply change was recommended to resume insulin delivery. Insulin delivery was confirmed upon syncing their data to the mobile app. Bg was confirmed as down trending. The user and wife opted to do a manual injection. The user experienced dry mouth during the episode and did not require any further outside intervention.